Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Implant date: unknown. Date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked".

Manufacturer narrative:
The item was manufactured, assembled and sterilized after inspections. All parameters were confirmed. We received the valve in a plastic container, the valve was submitted dry without liquid. The visual inspections revealed that the paedigav valve has no deformation or other abnormalities. To prove the penetrability of the valve we carried out a penetrability test. This test was carried out with hydrostatic pressure of approximately 20-30 cmh2o in the flow direction. The test results showed that the valve was not penetrable. An adjustment test is not applicable, because the valve has a fixed pressure level. A braking force and brake function test is not applicable, because the valve has a fixed pressure level. Result: we want to point out that we received the valve dry. The investigation of the dry item is not significant because dry deposits of liquor and blood can affect the product performance. During treatment with shunts the following complications may arise (as describe in the literature): infections, blockage caused by protein and or blood in the cerebrospinal fluid, over/under drainage. The valve had been dismantled during testing. Inside, deposits were noted. Based on investigation results, no failure was detected at the time of distribution. We suspect that deposits found may have led to a blockage. It is confirmed that the valve is occluded. No further actions will be taken.